Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the front panel membrane was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.